Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the physician decided to revise this lead due to it having "widely varying values" of "the rv-sensing lead." This lead was subsequently explanted.